Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, episodes of post-paced t-wave oversensing were noted on the device. No intervention was performed. The patient was stable and will continue to be monitored.